Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("stomach is swollen from the procedure"), post procedural discomfort ("down and out after they had their hysterectomy"), cyst ("had huge cysts") and pain ("pain") and was found to have weight increased ("lose weight after esure removal/13 but gained it all back a month or two later"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, abdominal distension and post procedural discomfort had resolved, the cyst and pain outcome was unknown and the weight increased had not resolved. The reporter considered abdominal distension, cyst, medical device removal, pain, post procedural discomfort and weight increased to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: cyst, pain, medical device removal, post-procedural discomfort, weight gain, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter was added. Events medical device removal, post-procedural discomfort, weight gain, abdominal distension were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.